Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent left l5-s1 transforaminal lumbar interbody fusion (tlif) with12 mm opal cage, local autologous bone graft and bone morphogenic protein (bmp-2); l5-s1 posterolateral fusion with local autologous bone graft and bmp-2. Utilizing a synthes interbody fusion system, a 12-mm scraper was placed into the l5-s1 interspace, distracting the interspace into a firmposition. Therefore, a 12-mm opal cage was opened and bmp-2 was prepared. The opal cage was then filled with bmp and a small amount of local autologous bone graft, obtained from the facetectomy, and placed into the disk space at l5-s1 in the midportion of the interspace, as confirmed by fluoroscopy. It was reported that the patient developed bone overgrowth, nerve damage, and chronic pain radiating into arms/legs.

Event description:
It was reported that on (B)(6)-2008, the patient underwent a transforaminal lumbar interbody fusion where rhbmp-2/acs was implanted with a metal cage device. Post-operatively, the patient developed pain, autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items, bone overgrowth causing nerve compression, and chronic pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 patient presented on an elective basis for a left l5-s1 facetectomy with excision of recurrent cenral and left-sided disk herniation, with decompression of left s1 nerve root, left l5-s1 transforaminal lumbar interbody fusion (tlif) with 12mm opal cage, local autologous bone graft and bone morphogenic protein, l5-s1 posterolateral fusion with local autologous bone graft and bmp and l5-s1 pedicle screw and rod and instrumentation with segmental compression. Synthes interbody fusion system was utilized. Dos (B)(6) 2008 patient is 1 month post op left l5-s1 decompressive forinotomy/discectomy with transforminal lumbar interbody fusion (tlif), and posterolateral fusion with pedicle screws and rods. He only notes occasional discomfort after prolonged standing and sitting. Dos (B)(6) 2008 patient is 6 weeks post-op left l5-s1 decompressive foraminotomy, discectomy and transforaminal lumbar interbody fusion with instrumentation. He is complaining of severe recurrent left leg sciatic pain after he was originally seen several weeks ago. According to medical records pain occurred because of a fall in his home. Dos (B)(6) 2008 patient presents with c/o para-lumbar muscle spasm. Extension of his back is full and painless. Per medical record "status post left l5-s1 transforaminal lumbar interbody discectomy and fusion with instrumentation, recovering fairly well, and status post removal of narcotic pain medication." Dos (B)(6) 2009 patient presents with c/o acute lower back pain extending from the coccyx into both legs, left greater than right after attempting to open a door. Per medical records "lumbar spine x-ray's obtained today which show good position of the pedicle screws at l5-s1 bilaterally and of the spacer at l5-s1, with apparent bone growth being incorporated through he graft." Dos (B)(6) 2009 patient was taken to radiology where the study demonstrated pedicle screws at l5-s1. There also appeared to be bone ingrowth, however there was no instability with flexion or extension. CT findings indicate spinal instrumentation, bilateral pedicle screw, rod fixation, discectomy, and positional markers are present with prior laminectomy changes at s1. The remaining vertebral body heights, intervertebral disc and alignment have been maintained. Diffuse facet sclerosis is mild and soft tissues have otherwise remained stable. Dos (B)(6) 2010 patient presents with complaints that during the last 8 months he has developed severe left leg sciatic pain that extends into his posterior lateral thigh, calf and dorsum of his foot. His pain is essentially constant and aggravated by standing and walking occasionally. Recently he has begun to experience pain in his right buttock and posterior lateral thigh, but not into the calf or foot. Per medical record 'status post left l5-s1 transforaminal discectomy and interbody fusion with instrumentation for recurrent disk herniation, failed back surgical syndrome question loosening of the spinal hardware as a contributing cause to his increase in back pain, l4-l5 central and lateral recess stenosis by MRI, and left l5 radiculopathy, nerve root impingement." Dos (B)(6) 2010 patient presented for a nm bone spect which indicated focal activity around the pedicle screws at l5 of uncertain sign ificance. This is more so on the right and degenerative uptake throughout the lumbar spine. Dos (B)(6) 2010 the patient was taken to the radiology department and placed on the fluoroscopic table for a lumbar omnipaque myelography. The study demonstrated pedicle screws at l5-s1, bilaterally with rods in good position. An interbody spacer was in the posterior "of the interspace on the left. There was questionable bony ingrowth through the spacer present. There was no evidence of spinal stenosis. Post myelography spinal CT of the lumbar canal will be obtained with sagittal and coronal reconstructions. Patient tolerated procedure well with no complications. Dos (B)(6) 2010 patient underwent removal of l5-s1 pedicle screws and rods bilaterally and inspection of l5-s1 fusion (solid). Per medical record "the system was a synthes pangea system. The locking screws were removed. The rods were removed. The pedicle screws were all stimulated and passed muster. The pedicle screws were then removed. The s1 pedicle screws were very loose on the left and moderately loose on the right at s1. The screws had fairly good purchase at l5 bilaterally." Dos (B)(6) 2010 patient is now 1 month post-op removal of loose lumbar spinal hardware at l5-s1. He now rates his back pain as 6. He states that his sharp sciatic pain has improved significantly. Dos (B)(6) 2010 patient is now 2 months post-op removal of loose lumbar spinal hardware at l5-s1. He continues to note significant improvement in his left leg sciatic pain. He continues to experience lower back pain, left greater than right. Dos (B)(6) 2010 patient presented for MRI of lumbar spine w/without contrast. MRI is compared to previous examination from (B)(6) 2009. Per findings "the patient has had decompression and posterior fusion at the l4-s1 level. The pedicle screws have been removed with some chronic tracks at the site of the previous pedicle screws bilaterally. There is fusion seen bilaterally at the l4-s1 levels. There does appear to be some bulging of the annulus at the l5-s1 level; however no significant spinal stenosis or foraminal encroachment is identified. There is disc space narrowing l5-s1, remaining intervertebral disc spaces are well maintained. No disc herniation. Remaining spinal canal and neural foramina are widely patent." Dos (B)(6) 2010 patient underwent a lumbar MRI which shows right l5-s1 facet arthropathy resulting in apparent s1 root impingement. There are post-op changes primarily in the left at l5-s1. He continues to complain of lower back pain with radiation toward both legs, right greater than left. He presently rates his pain a 7. Dos (B)(6) 2011 the patient underwent decompressive right l5 laminotomy and foraminotomy. Patient was found to have significant impingement of the s1 nerve root and less at the l5 nerve root. Post-op he has noted improvement in severity of his sciatic pain. He denies any numbness or tingling. Dos (B)(6) 2011 patient is 1 month post op decompressive right l5-s1 foraminotomy. He complains of chronic lower back pain condition due to low back injury and multiple operative procedures. However there is a new onset neck and intrascapular pain with left arm radicular pain no nerve root impingement. Dos (B)(6) 2011 patient presented for MRI of cervical spine w/o contrast which indicated the bony alignment is grossly intact with no significant spondylosis. No central or lateral stenosis, no disk herniation seen at any level no foraminal encroachment identified and facet joints are well aligned, and no paraspinal mass. Dos (B)(6) 2011 patient presents status post decompressive right l5-s1 foraminotomy with improvement in right sciatic pain, strength and sensation. Patient complains of lower back pain due to his lower back injury and multiple operative procedures. Dos (B)(6) 2011 patient presented status post op l5-s1 interbody fusion, with posterolateral fusion. Status post decompressive right l5-s1 foraminotomy for bone fusion overgrowth with resultant root impingement. Per medical record patient has "para dorsal myofascial syndrome and mild left trochanteric bursitis. Dos (B)(6) 2012 patient presented status post-op l5-s1 transforaminal lumbar interbody fusion for recurrent herniated disk. Per medical record patient is "doing well except for residual chronic lower back pain syndrome."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented for the evaluation of ongoing lower back and left leg sciatic pain. His pain extends from his buttock into his posterolateral thigh, calf and lateral malleolar region. He noted weakness and numbness in his left leg. Complained of bilateral lower back pain. Also he noted occasional right buttock pain. Lumbar MRI was obtained, which showed degenerative changes a l5-s1 with a central l5-s1 disk herniation producing mild left s1 nerve root impingement. On examination, he has spasm over his left lower para lumbar spine and extension of his back is positive at 10 degrees with increase in left lower back pain radiating to his left posterior lateral thigh and calf. Flexion is positive at 30 degrees with increase in left sciatic pain. Lateral bending has poor takeoff to the left and normal takeoff to the right. Impression: 1. Low back and left leg sciatic pain consistent with recurrent central disk herniation l5-s1 on the left. The patient has failed adequate conservative treatment. 2. History of cigarette smoking. 3. Depression, reactive secondary to #1. (B)(6) 2008 on examination, extension of his back reproduced lower back pain radiating to his left leg. Flexion is limited at 30 degrees with increase in left sciatic pain. Lateral bending to the left has poor takeoff and aggravates lower back pain extending into the buttock. There is mild hypesthesia and hypalgesia involving the left l5, greeter than left s1, dermatomes. MRI of the lumbar spine was reviewed and it demonstrated central and left-sided recurrent disk herniation, accentuated by standing and extension with nerve root impingement. There is also an l5-s1 mild retrolisthesis. (B)(6) 2008 the patient presented with chronic back pain with left lower extremity radiculopathy. The patient presented with the pre-op diagnosis of left l5-s1 central recurrent disk herniation with left s1 nerve root impingement. The patient underwent the following procedures: 1. Left l5-s1 facetectomy with excision of recurrent central and left-sided disk herniation, with decompression of left s1 nerve root. 2. Left l5-s1 transforaminal lumbar interbody fusion (tlif) with 12 mm opal cage, local autologous bone graft and bone morphogenic protein (bm p-2). 3. L5-s1 posterolateral fusion with local autologous bone graft and bmp-2. 4. L5-s1 pedicle screw and rod instrumentation with segmental compression. 5. Fluoroscopy. Per op notes, fluoroscopy and neurophysiological monitoring were utilized. The monitoring consisted of ssep, motor evoked potentials, spontaneous emg and pedicle screw stimulation. Then a 12-mm opal cage was opened and bmp-2 was prepared. The opal cage was then filled with bmp and a small amount of local autologous bone graft, obtained from the facetectomy, and placed into the disk space at l5-s1 in the mid portion of the interspace as confirmed by fluoroscopy. Decortication had been carried out over the transverse processes on the left at l5-s1, and bmp with local autologous bone graft was placed over the transverse processes from l5-s1. Decortication of the lamina and facet at l5-s1 on the right was performed and then local autologous bone graft with bmp-2 was placed over this area. No complications were noted. (B)(6) 2008 the patient was discharged home with the following discharge diagnoses: left l5-s1 recurrent disk herniation with s1 root impingement; status post left l5-s1 facetectomy, diskectomy, transforaminal, lumbar interbody fusion, posterolateral fusion and instrumentation. (B)(6) 2008 the patient was 1 month status post op left l5-s1 decompressive foraminotomy/diskectomy with transforaminal lumbar interb ody fusion and posterolateral fusion with pedicle screws and rods. His severe left leg sciatic pain has been resolved. The patient underwent x-ray of the lumbar spine for post op lami recheck. Impression: dsss at l5-s1 with interbody spacer present. No evidence of complications. (B)(6) 2008 the patient presented with severe recurrent left leg sciatic pain and he was using more than the prescribed amount of oxycodone medication. Impression: 1. Status post left l5-s1 foraminal diskectomy with tlif, posterolateral fusion and instrumentation 2. Pain management issues secondary to prolonged use of narcotics, which appears to have improved significantly over the past week. (B)(6) 2008 the patient complained of severe recurrent left leg sciatic pain. (B)(6) 2008 the patient presented with the chief complaint of bilateral lower back pain and occasional right posterior thigh discomfort, similar to what he had in his left leg. He has bilateral paralumbar muscle spasm present. Impression: 1. Status post left l5-s1 transforaminal interbody discectomy and fusion with instrumentation, recovering fairly well. 2. Status post removal of narcotic pain medication, doing well. The patient underwent x ray of the lumbar spine due to back pain. Impression: 1. Stable appearing posterior effusion of l5-s1 when compared to the prior study of (B)(6) 2008. 2. Moderate amount of stool in the visualized colon. 3. Mild dextroscoliosis of the lumbar spine. The patient underwent MRI of the lumbar spine due to back pain. Impression: satisfactory postoperative changes in this patient with dsss l5-s1. No acute process or evidence of complication. (B)(6) 2009 the patient was admitted to the ER due to the onset of lower back pain extending to his coccyx with some mild leg pain after attempting to open a door. (B)(6) 2009 the patient experienced an episode of acute lower back pain extending from his coccyx into both legs, left greater than the right, after attempting to open a door. He has exquisite tenderness over his mid sacral region. Impression: increased lower back pain, mechanical in nature, consistent with loosening of the spinal hardware. The patient underwent x-ray of the lumbar spine due to back pain. Impression: post op and chronic change. (B)(6) 2009 the patient presented with the following pre-op diagnoses: 1. Status post l5-s1 transforaminal interbody fusion and spinal instrumentation with mechanical back pain (failed back syndrome - rule out spinal hardware failure). 2. Rule out adjacent level stenosis or root impingement. The patient underwent lumbar omnipaque myelography. No complications were noted. The patient presented with low back pain and underwent CT of the lumbar spine. Impression: 1. L5-s1 spinal instrumentation on appears unchanged compared to prior study. The bilateral pedicle screws and fixation appear stable without evidence of loosening. 2. At l5-s1 there is bone graft matrix and positional markers placed along the left aspect of the disc space from prior discectomy. Due to the positioning, the edge of the matrix protrudes toward the left lateral recess and left foramen encroaching on the space and mildly displacing the exiting left s1 nerve root. It is not dear whether this is symptomatic and does not appear to be changed compared with 2008 studies. 3. No evidence of arachnoiditis or mass effect from epidural fibrosis. 4. No significant new disc protrusion is appreciated. Also the patient underwent xr lumbar myelography. Impression: 1. Successful injection for CT myelogram to follow. 2. Prior l5-s1 discectomy with posterior spinal instrumentation. (B)(6) 2009 the patient underwent patient underwent nm bone scan to rule out loosening screw. Impression: negative bone scan of the spine and pelvis. (B)(6) 2010 the patient presented with pain extending into his right buttock and posterior lateral thigh, but not into the calf or foot. This pain is aggravated primarily by walking. He was significant for weight loss and loss of appetite. Extension of his back aggravates lower back pain and spasm bilaterally. Lateral bending has poor takeoff bilaterally, left worse than right, both with increase in lower back pain. On the left, he noted increase in left posterolateral thigh pain. He complained of mild hamstring tightness, left worse than right. He has mild tenderness to deep palpation over the left greater sciatic notch and the posterior thigh. Impression: 1. Status post left l5-s1 transforaminal diskectomy and interbody fusion with instrumentation for recurrent disk herniation. 2. Failed back surgical syndrome, question loosening of the spinal hardware as a contributing cause to his increasing back pain. 3. L4-l5 central and lateral recess stenosis by MRI. 4. Left l5 radiculopathy, nerve root impingement. (B)(6) 2010 the patient underwent nm bone scan to rule out loosening hardware. Conclusions: 1. Focal activity around the pedicle screws a l5 of uncertain significance. This is more so on the right. 2. Degenerative uptake throughout the lumbar spine. (B)(6) 2010 the patient presented with the pre-op diagnosis of left sciatic pain, rule out nerve root impingement. The patient underwent lumbar omnipaque myelography. No complications were noted. The post op diagnoses were 1. Status post l5-s1 pedicle screws and rods, bilateral, in good position. 2. Status post l5-s1 interbody spacer (posterior half of the interspace, with question of solid arthrodesis). 3. No evidence of spinal stenosis or nerve root impingement. He continued to have back pain which is aggravated by weight bearing and movement. He noted intermittent left leg sciatic pain which extends into his calf and occasionally the dorsum of his left foot. Recently, he has been experiencing right leg pain which extends into his buttock and posterior lateral thigh and calf. The patient presented with increased back pain, left leg pain and underwent CT of the lumbar spine. Conclusions: 1. Post lumbar myelogram CT scan. No major abnormalities are seen, although there are some subtle changes in the left foramen region of l5, as noted above, and there may be some effect on the 5th nerve root, related to the position of the interbody block, but this is a stable finding. The appearance of the hardware fusing the lumbosacral level is unchanged from previous scans of (B)(6) 2009. 2. No evidence of discitis or arachnoiditis. Also the patient underwent xr lumbar myelography due to increased back pain. Conclusions: no major changes are seen. There may be some subtle effacement of the right l5 nerve root, but no left sided problems seen. No evidence of arachnoiditis. (B)(6) 2010 the patient presented with the following pre-op diagnoses: 1.failed l5-s1 pedicle screws and rods with mechanical back pain. 2. Status post l5-s1 interbody and posterolateral fusion. The patient underwent the following procedures: 1. Removal l5-s1 pedicle screws and rods, bilateral. 2. Inspection on l5-s1 fusion (solid). Per op notes, the rods and pedicle screws of synthes pangea system were removed. No complications were noted. (B)(6) 2010 the patient was now 1 month post operative removal of loose lumbar spine hardware at l5-s1 with improvement of back pain and sciatica. (B)(6) 2010 the patient was now 2 months post operative removal of loose lumbar spine hardware at l5-s1. He continued to experience lower back pain, left greater than the right. There were left paralumbar muscle spasm and hamstring tightness bilaterally. Impression: 1. Status post removal of loose lumbar spinal hardware at l5-s1 with significant reduction of left leg sciatic pain. 2. Postoperative low back syndrome secondary to multiple operative procedures. (B)(6) 2010 the patient presented with right leg sciatic pain, which extends into his posterior thigh, calf, and he noted intermittent tingling in the lateral aspect of his right foot and the sole of his right foot. Extension was limited to the right aggravating right lower back pain radiating into the right posterior thigh. Assessment: 1. Status post l5-s1 interbody fusion for recurrent disk herniation, l5-s1, and removal of failed lumbar spinal hardware. 2. Right l5-s1 lateral recess stenosis with probable s1 nerve root impingement most likely occurring, given his repeat increasing right leg pain. (B)(6) 2010 the patient underwent MRI of lumbar spine due to right s1 pain. Impression: the patient has had removal of orthopedic hardware since the previous exam. Posterior fusion mass is seen at the l4-s1 level with no acute process identified. Mild bulging of the annulus at the l5-s1 level; however no disc herniation or spinal stenosis. No foraminal encroachment and new abnormalities. (B)(6) 2010 patient presented with the complaint of lower back pain with radiation towards both legs, right greater than the left. Extension of his back is limited to 5 degrees with increase in bilateral lower back pain, but no radicular pain. Flexion has gotten 75 degrees and he complained of increase in bilateral lower back and buttock pain. Impression: 1. Status post l5-s1 interbody fusion for recurrent disk herniation and removal of failed lumbar spinal hardware. 2. Right l5-s1 lateral recess stenosis with apparent s1 root impingement. (B)(6) 2011 the patient presented with the complaint of recurrent right extremity radicular pain, which extends to his thigh, calf and foot. On examination, he has tenderness over the right greater sciatic notch and right posterior thigh. Impression: 1. Right l5-s1 lateral recess stenosis with l5-s1 root impingement, symptomatic. 2. Status post l5-s1 interbody fusion, posterolateral fusion, solid, doing well, except for residual sciatic symptoms due to stenosis. Review of his MRI of lumbar spine confirmed l5-s1 lateral recess stenosis with root impingement. (B)(6) 2011 the patient presented with the pre-op diagnosis of right l5-s1 lateral recess stenosis with l5 and s1 nerve root impingement. The patient underwent decompressive right l5-s1 laminotomy/foraminotomy. No patient complications were noted. (B)(6) 2011 the patient was discharged home with the following discharge diagnoses: right l5-s1 lateral recess stenosis with l5 and s1 nerve root impingement status post decompressive right l5-s1 laminotomy/foraminotomy. (B)(6) 2011 the patient was 1 month post operative decompressive right l5-s1 foraminotomy. He noted partial improvement in his right leg pain, but he still has intermittent sharp pain extending into his right posterior lateral thigh and calf. Also he complained of intrascapular pain which radiated into his left chest and upper extremity. He noted numbness and tingling in his left hand and weakness of his left arm and hand. Impression: 1. Status post decompressive right l5-s1 foraminotomy with improvement in sciatic pain, partial. 2. Chronic lower back pain condition due to low back injury and multiple operative procedures, stable. 3. New onset neck and intrascapular pain with left arm radicular pain, rule out nerve root impingement. (B)(6) 2011 the patient presented with neck pain and underwent MRI of the cervical spine. Impression: negative MRI of the cervical spine. (B)(6) 2011 the patient presented with intermittent intrascapular pain, but no significant radicular pain into his extremities. Extension and lateral bending of his back increased his back pain and flexion is limited at 80 degrees with increase in bilateral lower back pain. Straight-leg raising is 90 degrees bilaterally in the seated position with slight increase in lower back pain. Impression: 1. Status post decompressive right l5-s1 foraminotomy with improvement in right sciatic pain, strength and sensation. 2. Chronic lower back pain due to his lower back injury and multiple operative procedures 3. Near resolution of cervical radicular pain syndrome, with the etiology remaining unclear. (B)(6) 2011 the patient continued to have lower back pain and mid left parascapular pain. He has noted discomfort in his left hip and leg region extending to the lateral calf. On examination, he has mild right mid para dorsal muscle spasm and tenderness to deep palpation. He has tenderness over the left trochanteric region. Impression: 1. Status post l5-s1 interbody fusion, with posterolateral fusion. 2. Chronic lower back pain secondary to #1. 3. Status post decompressive right l5-s1 foraminotomy for bone fusion overgrowth with resultant root impingement. 4. Right para dorsal myofascial syndrome 5. Mild left trochanteric bursitis. (B)(6) 2011 the patient presented with the chief complaint of chronic pain. (B)(6) 2011; (B)(6) 2011 the patient presented for a recheck on pain. Assessment: chronic pain. Oxycodone was increased to 20 mgs. (B)(6) 2012 the patient was status post l5-s1 transforaminal lumbar interbody fusion for recurrent herniated disk, doing well except for residual chronic lower back pain syndrome. His pain was primarily in his lower back bilaterally. There was bilateral paralumbar muscle spasm present. Mobility of his lower back was full with extension, aggravating lower back pain and flexion being minimally uncomfortable. Motor examination revealed normal strength in both lower extremities, except for decreased muscle tone in his left hamstrings when stands on his tiptoes. (B)(6) 2012 the patient presented for a recheck on herniated disc from injury at work in 2004. Assessment: chronic post operative pain. (B)(6) 2012 the patient presented for a recheck on back pain. Assessment: chronic low back pain. (B)(6) 2012 the patient presented with the chief complaint of infected tooth. Patient stated that since his back surgeries his teeth have deteriorated. He has upper dentures and a lower partial. Assessment: tooth pain. (B)(6) 2012 the patient presented for a recheck on meds and back pain from work injury 8 years ago. Assessment: chronic back pain post surgery. (B)(6) 2012 the patient presented for a recheck on chronic pain. Assessment: chronic pain. Urine drug screen was positive for opiates. (B)(6) 2012 the patient presented for a recheck on pain. The patient was getting CT and MRI which showed possible bone growth. Assessment: chronic pain. (B)(6) 2013 the patient presented for a recheck on back pain. MRI showed new bone growth. Assessment: chronic pain; postlaminectomy syndrome. (B)(6) 2013 the patient presented for a recheck on pain and meds. Assessment: chronic pain.